Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, the device was found to be in normal end of service state since (B)(6) 2019. Failure to capture and an alert for low pacing impedance were observed on the device. The device was explanted and replaced. Electrical measurements were normal after the replacement procedure. It was suspected that the cause of low pacing impedance was a result of the device being at end of service. The patient was stable throughout the procedure.